Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin ump alarmed motor error during rewind due to corroded motor home switch. Unable to confirm prime alarm or prime anomaly due to motor error alarm. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted.

Event description:
It was reported that the insulin pump alarmed during the manual prime and insulin was squirting out. The drive support cap was noted to be loose and the customer was unable to exit the prime loop. No further information reported.